Event description:
A second connector leak on the tubing set. The initial reporting rn was contacted and it was learned in 03/2006, that the shrink wrap around the second connector was not every applied and when the patient primed the set, a leak was noted at that area. The patient used the device for dialysis treatment. The patient reported this to the reporting rn and was advised to come into the clinic with the device. The rn noted that on this device you can unscrew the second connector with the shrink wrap in place. As a result of this event to this patient, the patient was treated intraperitoneally with vancomycin as a prophylactic measure. The patient has not reported any signs or symptoms from of infection related to this event. A sample is available. The patient continues the prescribed dialysis therapy as ordered without any ill effect from this event.